Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number (B)(4) was identified.

Event description:
The customer generated erratic platelet results for multiple patients while using the cell-dyn emerald analyzer. The customer indicated they obtained results which were either a result of zero (which was flagged) or they generated elevated platelet counts of 600-700. The reference range provided is 142-424. A specific number of patients was not indicated. On (B)(6) 2014, additional information was provided by the customer indicating approximately six patient samples generated either no result or a very high platelet result each between 1300-1400. The manual counts were deemed within normal range. The cell-dyn emerald did generate a flag to indicate a high result was generated. No incorrect results were reported from the laboratory. No adverse impact to patient management was reported. The customer has indicated they will not provide any additional information.